Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the cassette leaked on the floor during a vitrectomy procedure. The cassette was replaced with another and the procedure was completed. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. An elastomer air burst test was performed and the sample functioned within specifications. In returned condition, the cassette did not exhibit any evidence that fluid may have leaked from an elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Fluid flowed from the balance salt solution bottle to the drain bag without any interfering. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is:(B)(4).